Event description:
(B)(4).

Event description:
On 07/02/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/06/2015 the report was sent to the initial reporter and the case was closed. (B)(4).

Manufacturer narrative:
Batch review performed on 05/06/2015: lot 145388: (B)(4) liners manufactured and released on 10/17/2014. No anomalies found related to the problem. To date, (B)(4) liners of the lot have been sold without any similar issue. (B)(4) (k093944) lot 143810: (B)(4) stems manufactured and released on 08/28/2014. No anomalies found related to the problem. To date, (B)(4) stems of the lot have been sold without any similar issue. (B)(4) (k112115) lot 142898: (B)(4) heads manufactured and released on 07/17/2014. No anomalies found related to the problem. To date, (B)(4) heads of the lot have been sold without any similar issue. (B)(4) (k083116) lot 145338: (B)(4) cups manufactured and released on 11/11/2014. No anomalies found related to the problem. To date, (B)(4) cups of the lot have been sold without any similar issue. On 04/09/2015 it was verified that no infection nor suspected infection on the same sterilization lots of the implants involved in this event. On 04/14/2015, the medical affairs director made the following comment: the revision operation was reportedly caused by infection. No reason to believe that it is device related.